Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from USA alleging the one touch verio test strip vial has an incorrect product. It was noted that the patient discovered onetouch ultra blue test strips in a onetouch verio iq test strip container. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the test strip vial had incorrect products. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Test strip lot #: not provided.